Event description:
It was initially reported that the device was not working with an unknown issue. Although there has been no information provided to bd regarding this event, the preliminary investigation findings discovered during an event log review are as follows: bd received heparin 25,000units/ na 500ml . On (B)(6) 2019, the pump module s/n 13604013 was turned on at 9:57 p.m. With new patient selected and the profile inpatient floor accepted. The infusion was manually programmed and started at 10:01 p.m. The heparin was infusing at a rate of 32ml/hour and the vtbi was 450ml to infuse over 14 hours. At 11:28 p.m. The pump alarmed for air in line with the recorded volume infused at 46.13ml. The infusion was manually restarted at 11:30 p.m., then the pump module was attempted to be turned off a couple of times, followed with the door opened and then another attempt to turn off. The user then utilized the options menu to shut down the system at 11:31 p.m. There was no report of patient harm.

Manufacturer narrative:
The customer's report that device was not working was attributed to a broken upper hinge post on the pump module. The pump module sn (B)(4). Had an infusion of the drug heparin, 25,000 units / 500ml (drugid=138) started at 10:01pm on (B)(6).2019. The infusion rate was 32ml/h with the vtbi 450 entered which suggests the infusion duration at approximately 14 hours. Approximately an hour and a half later the pump module alarmed for air in line and recorded infusing a volume of 46.131ml. The infusion was manually terminated (11:31pm) within a few seconds after being restarted. The total volume infused was recorded at 46.187ml. Functional testing showed no anomalies. There were no periods of unregulated flow during testing. The root cause of the customer's report was not determined.

Manufacturer narrative:
The customer's report of an operational problem was not confirmed. Physical inspection process found the platen had a broken upper hinge post. The pump module sn # (B)(4) had an infusion of the drug heparin, 25,000 units / 500 ml (drugid=138) started at 10:01 pm on (B)(6) 2019. The infusion rate was 32 ml/h with the vtbi 450 entered which suggests the infusion duration at approximately 14 hours. Approximately an hour and a half later the pump module alarmed for air in line and recorded infusing a volume of 46.131 ml from the intended 450 ml. The infusion was manually terminated (11:31 pm) within a few seconds after being restarted. The total volume infused was recorded at 46.187 ml. Functional testing showed no anomalies. The root cause of the customer's report was not identified.

Event description:
It was initially reported that the device was not working with an unknown issue. Although there has been no information provided to bd regarding this event, the preliminary investigation findings discovered during an event log review are as follows: bd received heparin 25,000 units/ na 500 ml. On (B)(6) 2019, the pump module s/n (B)(4) was turned on at 9:57 p.m. With new patient selected and the profile inpatient floor accepted. The infusion was manually programmed and started at 10:01 p.m. The heparin was infusing at a rate of 32 ml/hour and the vtbi was 450 ml to infuse over 14 hours. At 11:28 p.m. The pump alarmed for air in line with the recorded volume infused at 46.13 ml. The infusion was manually restarted at 11:30 p.m., then the pump module was attempted to be turned off a couple of times, followed with the door opened and then another attempt to turn off. The user then utilized the options menu to shut down the system at 11:31 p.m. There was no report of patient harm.